Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation, indication for use - device used in an in-stent restenosed lesion there was no reported product deficiency. Angina, ischemia, and restenosis are known as adverse events of coronary stenting in the xience v instructions for use (IFU). Reportedly, no pre-dilatation was performed prior to stenting the ramus. It should be noted that the IFU cautions the user that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Additionally, the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. It is unknown how, if at all, direct stenting of the ramus contributed to the reported patient effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately four months post direct stenting of a 2.5 x 28 mm xience v stent in the ramus, the patient experienced unstable angina. The patient was found to have a positive functional stress test demonstrating myocardial ischemia. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization for in-stent restenosis in the index target lesion. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. Though requested, there was no additional information provided.